Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Electrical test results passed. No inner insulation breach was observed but there was a lot of blood in partial lead in segments. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 and (B)(4) 2013. Weekly pace lead trend data shows a gradual increase for min and max right ventricular pace impedance of 712 to 1616 ohms peak between (B)(4) 2011 and (B)(4) 2013. (B)(4).

Event description:
It was reported that the pacing impedance of the right ventricular (rv) lead was high and the r waves had been low since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.